Event description:
It was reported that a user replaced a dexcom g7 sensor and experienced pairing failure with the ilet, after which the user was guided through pairing steps and was advised to wait for connection, during which blood glucose was 270 mg/dl for approximately 20 minutes; no alerts or alarms were reported and no backup therapy, ketone testing, or medical intervention was used. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included transient elevation of blood glucose without hospitalization or professional medical treatment. Investigation included troubleshooting and education on sensor pairing and device connectivity. Investigation of this case revealed a sensor-to-ilet communication issue consistent with pairing failure of the continuous glucose monitoring component, with no functional alarm activation. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity setup issue during sensor pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.